Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is retracted against resistance or at an angle, damage such as a fracture may occur. The patient¿s tortuous anatomy may have contributed to resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a lantern delivery microcatheter (lantern) and a non-penumbra sheath. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted one ruby coil and one pod packing coil (pod pc) into the target vessel using the lantern. The physician then retracted the lantern to place it in another lumbar artery and upon removal the physician fractured the lantern near the mid-shaft. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed was using a new lantern and the same sheath. There was no report of an adverse effect to the patient.